Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. Final analysis found that as received, the device was above elective replacement indicator (eri). There were no anomalies noted upon visual inspection of the set screw. A lead insertion test was performed and the tested lead was able to be secured to the header and locked with proper torque. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. Final analysis found that as received, the device was above elective replacement indicator (eri). There were no anomalies noted upon visual inspection of the set screw. A lead insertion test was performed and the tested lead was able to be secured to the header and locked with proper torque. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the set screw could not be fixed and the lead could not be locked into the pacemaker's header. The pacemaker was not used and replaced during the procedure. The patient was stable.